Event description:
The distributor contacted heartsine to report that their device's on/off and shock button is not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.